Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead impedance alert for elevated defibrillation and pacing impedance, high and unstable thresholds and undersensing. The patient's left ventricular (lv) lead had high thresholds and a dislodgement. The patient's right atrial (ra) lead had high and unstable thresholds, and a dislodgement as well. All leads were explanted and only the rv and ra leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned and analyzed. Analysis indicated that the outer insulation was kinked/buckled. The overlay tubing of the lead developed a breach due to being kinked/buckled while in vivo. The inner insulation of the lead was observed to have blood ingression. The analyst noted visual inspection found the overlay tubing with severe cosmetic twist marks around the proximal - within 20cm of the lead body. A small breach from a twist mark/kinked was observed. Destructive analysis was performed and confirmed that a breach through from the outside to the inside of insulation, and blood visible inside of the bi-lumen tubing. The insulation breach was possible twiddler's syndrome caused. If information is provided in the future, a supplemental report will be issued.